Manufacturer narrative:
The device and batteries were returned to zoll medical corporation for evaluation. The customer's report was observed in returned data during. The device was put through extensive testing including bench handling, calibration testing, outgoing systems testing, and stress testing using returned batteries without duplicating the report. The device was recertified and returned to the customer. No accessories were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device recognized the attached pediatric electrodes as adult electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.